Manufacturer narrative:
The device has been returned and is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed the atrial ring header wire was not properly welded during the manufacturing process. This finding likely contributed to the reported clinical observations of the high atrial pacing impedance measurements found following the implant procedure.

Event description:
Boston scientific received information that this device kept displaying atrial lead impedances greater than 2,500 ohms post implant. The patient's pocket was reopened and the lead was tested through the pacing system analyzer and normal impedances were noted. The physician tried reinserting the lead into the device header and checked connections and out of range impedances were still observed. The physician elected to remove this device and implant a new device. Impedance measurements were normal with the new device.